Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 14457696.

Event description:
It was reported that the patient was having difficulty charging the ipg. It was also noted the contacts on the lead had high impedances. The patient underwent a revision wherein the ipg was replaced and the lead was explanted. The patient was doing well postoperatively. The explanted device was discarded by the facility.